Manufacturer narrative:
(B)(4). Batch # m53p6z. Spring lockout tab. Additional information was requested and the following was obtained: when the knife could not move forward at the firing, did the device deliver any staples? No information. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na the analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The reload was received fully fired and with the reload lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no short cut or absent cut were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife could not move forward at the firing on the pulmonary vein. Another device was used to complete the case. There were no adverse consequences to the patient.